Manufacturer narrative:
Based on the information provided by the customer, it was verified that the contour next test strips carton was relabeled. Ascensia will further investigate the issue.

Event description:
The customer reported that they purchased a bottle of the contour next test strips from (B)(6), which was relabeled. The labeling information printed by ascensia on the bottle of contour next test strips and carton displayed the lot # as 1apeg06a and expiration date as 31-jan-2023, which is the correct labeling information. However, the carton of the contour next test strips was relabeled with a sticker displaying the lot # as 1bpeh02a and expiration date as 28-feb-2023. There was no allegation of an adverse event.